Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture by walking into a pool. The customer has a blood glucose level was 150 mg/dl at the time of the call. The customer states that there is fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.